Manufacturer narrative:
A review of the manufacturing records has been conducted. The manufacturing records review verified that this lot met all pre-release specifications. Attempts to acquire information required for this form were made by gore. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable.

Event description:
In 2006, the patient was treated for an aneurysm in the descending thoracic aorta with gore tag thoracic endoprostheses, with intentional coverage of the left subclavian artery. The celiac artery was also partially covered by a distal flare, however, and the artery had to be opened with a bare metal stent. In 2009, the patient underwent exploratory surgery for a diffusely ischemic bowel with intestinal necrosis. There was no further intervention however, and the patient expired. No further details as to a cause of death are available in the medical records.